Manufacturer narrative:
H.6. Investigation: three photos and one sample were received and evaluated. The 3ml syringe was received with a vertical crack cutting through the numerals from 1ml to the 2ml numeral. A second crack could be observed between to the left of the first extending from just inside the 0.5ml numeral down to just above the 2ml grad line. The observed condition was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: writer had withdrawn 1.8ml saline into 3ml syringe for reconstituting pfizer vaccine and when injecting saline into pfizer vial, saline began to leak out of crack in syringe onto table. An inadequate volume of saline was injected into pfizer vial and vaccine vial was wasted. No risk of harm to clients, as vaccine was wasted. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use who was affected? No person affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: writer had withdrawn 1.8ml saline into 3ml syringe for reconstituting pfizer vaccine and when injecting saline into pfizer vial, saline began to leak out of crack in syringe onto table. An inadequate volume of saline was injected into pfizer vial and vaccine vial was wasted. No risk of harm to clients, as vaccine was wasted. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use who was affected? No person affected.